Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, trace paravalvular leak (pvl) was noted. An echocardiogram was performed a few days later and revealed severe pvl. Seven days post valve implant, the valve was post-dilated in an attempt to reduce the pvl but was unsuccessful. A second this transcatheter bioprosthetic valve was implanted valve-in-valve which reduced the leak. The valve was post-dilated. An angio revealed the final pvl to be mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.